Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 6950315, 510k# k052180 and upn (B)(4) is approved for market in the us. Revision surgery. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: fracture dislocations(c6-c7) procedure:psf (posterior spinal fusion) levels: c6/c7 it was reported that post-op, while replacing the screw, it was found that the set screw implanted in the initial surgery was loose. Set screw was removed. No patient complications reported as a result of the event.